Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 518 mg/dl. The customer¿s current blood glucose was 310 mg/dl. The customer treated with manual injections and insulin drip. The customer stated that on friday he had a blood glucose of 103 mg/dl and then jumped to 300 mg/dl, 400 mg/dl. The customer reported that the drive support cap was normal. The insulin pump will not be returned for analysis.